Event description:
The customer reported that the ECG is transferred with incorrect demographic data there was no adverse event reported. This incident has been captured under complaint ref#(B)(4).

Manufacturer narrative:
The field technician inspected the unit and performed all equipment checks as per procedure, where it was determined that the device had an incorrect date configuration due to incorrect configuration settings. The configuration settings were corrected to fix the reported issue and the unit was working as intended. The eli 280 is intended to be a high-performance, 12-lead, multifunctional electrocardiograph. As a resting electrocardiograph, eli 280 simultaneously acquires data from 12 leads. Once the data is acquired, it can be reviewed and/or stored, and/or printed. It is a device primarily intended for use in hospitals but may be used in medical clinics and offices of any size. There was no adverse event associated with the reported malfunction and if the unit were to give an incorrect date on the report as a result of use error from incorrect device settings it would be unlikely to result in patient injury. It is not likely that the clinician would incorrectly treat the patient from historical data. Live patient monitoring and alarm functionality would not be affected. Other means of diagnosis are available to the clinician. After consideration for potential harms and worst-case scenarios, no serious adverse health consequence would occur from this issue. Baxter does not consider this to be a reportable malfunction.

Manufacturer narrative:
The device inspection is pending, the investigation is currently on going. The eli 280 is intended to be a high-performance, 12-lead, multifunctional electrocardiograph. As a resting electrocardiograph, eli 280 simultaneously acquires data from 12 leads. Once the data is acquired, it can be reviewed and/or stored, and/or printed. It is a device primarily intended for use in hospitals but may be used in medical clinics and offices of any size. A final report will be submitted with investigation findings upon completion.

Event description:
The customer reported that the ECG is transferred with incorrect demographic data. There was no adverse event reported. This incident has been captured under complaint ref #:(B)(4).